Event description:
Per the clinic, the patient fell on the implant side (specific date not reported), resulting in a loss of hearing perception. Hardware exchange attempts were made; however, the issue could not be resolved. Subsequently, open circuits were noted on all electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.